Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) and the right ventricular lead failed to capture at maximum output and was undersensing. When the output was increased, there was positional intermittent capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.